Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a prostyle suture did not come out when the device was deployed. The anterior portion of the prostyle footplate did not retract completely. The device was removed against resistance with the foot open. Four other prostyle devices were noted to have the footplate not completely retract when removed. The vessel was noted to be damaged by the five prostyle devices. The sheath was upsized to 16f, and the tavi procedure was completed. A vascular patch treated the vessel and achieved hemostasis. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to close foot was not confirmed. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The device was removed against resistance with the foot open. Per the prostyle instructions for use (IFU), do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The patient effect of vascular tissue injury is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Lot history record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficult to close the foot and difficult to remove appear to be related to challenging anatomical conditions. The unexpected medical intervention and unspecified tissue injury appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose prostyle devices referenced in b5 are filed under separate manufacturing report numbers.